Event description:
It was reported, through a facility medwatch, that deployment difficulties with the liberte' monorail stent were encountered. The surgeon placed a 20 x 4.00mm liberte' monorail stent in the distal portion of the rca. He was unable to fully extend the stent after deploying. After multiple balloon inflations, it was determined that he balloon was lodged in the stent. Multiple attempts to pass different guide wires as well as a snare were all unsuccessful at retrieving the balloon. The pt ultimately had to go to the o.r. For foreign body removal.

Manufacturer narrative:
The device has not been returned for analysis as of this date.